Manufacturer narrative:
A review of the device history record (DHR) for the complaint device (lot #ks250300, serial #: (B)(6)) confirmed that all in-process and final quality control checks were completed with no recorded deviations. The complaint device was returned and investigation performed. Preliminary findings based on the device investigation and image analysis of photographs taken during inspection at the receiving hospital suggest the failure was improper seating of the tubing by the user on the peristaltic pump. This caused the tubing to be abraded into the top pump edge close to the outflow end of the tubing. This abrading likely caused a rough surface. Once there was enough damage to the tube, it appears that the tubing tore resulting in the reported leak. No similar complaints have been reported from the same lot to date. Based on current evidence, this appears to be an isolated event.

Event description:
At approximately 05:58 on (B)(6) 2025 upon initial inspection at the recipient transplant center, it was noticed that the front of the device was wet and appeared to be actively leaking.